Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to a 3.3 volt shorted esd700 diode array to the ground on the distribution node pca, causing thermal damage on the pca board. The root cause for the thermally damaged diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.